Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 92, 91 and 116 mg/dl. The customer's expected fasting blood glucose test result range is 69 - 80 mg/dl. Customer states that she is hypoglycemic and her blood sugar normally runs low. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer did not want to run a blood test during the call on (B)(6) 2017. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(4). Memory concerns: customer is concern with the results taken on (B)(6) 2017. Customer states that the meter is giving high blood sugar. Customer did not want to run a blood test at this time.